Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A conclusive cause for the reported patient effect of pericardial effusion could not be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being conservatively filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The patient underwent a transfemoral tavi with no issues and the mitraclip procedure was continued. One clip was implanted successfully, reducing the mr to 1. However, when removing the steerable guiding catheter (sgc) and the mitraclip delivery system (cds) a pericardial effusion was noted in the right atrium. Pericardiocentesis was performed to drain the pericardial effusion. The patient was stable for 2 hours, and bleeding started again, surgical procedure was performed for treatment. Thoracotomy was performed to find the cause of the pericardial effusion. The cause for the pericardial effusion could not be determined; however, it is the physicians opinion that the mitraclip devices or mitraclip procedure did not cause or contribute to the pericardial effusion. The patient is stable. There was no clinically delay during the procedure. No additional information was provided.